Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and the snubber board were replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the sys had an ma on in error message. This error will likely cause the sys to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.